Event description:
It was reported that the customer had an issue with the pump getting stuck on set bolus. Customer stated that the act and esc buttons were also unresponsive. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.